Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Did not notice any external damage. There was a plunger not in place alarm in history. The technician inspected and the reported issue was duplicated. The root cause of the reported issue was found to be the flippers were sticking up. Replaced left and right plunger cases.

Event description:
It was reported that the plunger error/failure occurred. No patient injury was reported.